Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member was reported via phone call that the insulin pump display was blank and lines on home screen and hard to see if delivering insulin correctly. The customer¿s blood glucose level was unknown at the time of incident. The customer's family member was also stated that the insulin pump had vertical lines in home screen, lines were blocking the page, can't see full display. Troubleshooting was performed for partial display. The customer was advised that the insulin pump needed to be replaced use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.